Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son¿s insulin pump kept getting no delivery alarms. The alarm did not occur during manual prime. The customer¿s blood glucose was 452 mg/dl. After troubleshooting for no delivery, he said it was resolved by a complete set change. The customer treated for his high blood glucose by manual injection. He declined troubleshooting for the high blood glucose. The customer¿s mother stated that they believe that her son¿s high may be because of an incorrect insertion issue at the site with the quickset. The products will not be returned for analysis.